Event description:
The customer reported that the back of the bed lowers suddenly when load is applied to apply weight to it. When reviewing the equipment, the plastic part of brake is broken.

Manufacturer narrative:
Other: fowler clutch.